Event description:
It was reported the physician was implanting a 25mm gore helex septal occluder on (B)(6)2010, to close an atrial septal defect. During the cardiac catheterization procedure, the pt developed complete heart block. The following day, the heart block persisted and a steroid infusion was administered. On (B)(6) 2010, echocardiography showed a 2-3mm pericardial effusion and the arrhythmia persisted. On (B)(6) 2010, the effusion had reduced in size. The pt was issued a holter monitor, prescribed oral steroids, and discharged from the hospital. Following discharge, holter monitor readings show improved conduction with periods of sinus rhythm and second degree heart block. The pt is currently stable.

Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that the device met all pre-release specifications.